Event description:
It was reported that the marker band became dislodged and moved to the distal as a stent graft was being deployed. The pt was reported to be asymptomatic after the procedure.

Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.